Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2014, the patient underwent an endovascular procedure using a gore® excluder® aaa endoprosthesis (rmt281414j/12327865, pxa280300j/12156473, etc.) To repair an abdominal aortic aneurysm. A dissection of left external iliac artery was revealed a metal stent was implanted in the dissection area. The dissection was repaired. Date unknown: type I endoleak was found on regular follow-up. On (B)(6) 2015, two gore® excluder® aaa endoprosthesis (pxa260300j/12630912, pxa280300j/13412755) were implanted to the proximal neck. After the procedure, the endoleak seemed to be disappeared on an angiography .the patient tolerated the procedure.